Event description:
On 10/09/99 a female donor became light headed and red flushed in the face shortly after the start of the procedure. The customer reported that this occurred at each start-up of the returned cycle. The procedure was discontinued and the donor was not re-infused. The operator gave the donor saline for 5 minutes and the symptoms stopped 1/2 hour following the donation. Donor left in good condition. Plateletpheresis procedure info: whole blood processed: 179 ml, acd used: 92, saline used: 368 ml, wb/acd ratio: 9:1, product volume: 0, length of procedure: 16 minutes. Donor info: sex: female, age: 53, weight: 180, height: 5ft 3in; hx of allergies: sulfa drugs; medications: zocor 10 mg pm, potassium 10 mg am, asa 81 mg am, prinivil 10 mg am, hctz 25 mg am, prior donations: 16 wb only, amicus: 1, donor previously deffered: low iron.